Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that the device stopped aspirating. A 2.1mm jetstream xc was selected for use in an atherectomy procedure. During the procedure, the device stopped aspirating. No blood return was observed in the aspiration tubing. The device was exchanged for an angiojet, and the procedure was completed. No patient complications were reported.